Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient stated "I'm having major problems with the handheld" controller. The patient said about a week to a week and a half ago, they started experiencing the following: "when I charge [controller] to full, when I put the ring to charge [ins], it's not charging [ins] to full". "[Ins] is not holding a charge. I put [rtm] against my stimulator and by the end of the day [ins] is completely dead". When I try to maneuver [controller] to increase stimulation, the screen shows 3-4 different screens on it" confirming the controller appeared to be showing multiple screens on the display at once. The patient said they would charge the ins for 2 hours and the ins didn't charge completely. The patient said they would charge the ins to "maybe 60%" and in "maybe a couple hours the [ins] was completely dead and I'm in a lot of pain". The patient mentioned getting a no device found screen while attempting to charge, but said they could reposition the recharger (rtm) to get a connection to the ins. The patient stated that when trying to increase stimulation, they were getting a "settings not available" screen. The patient also reported that "about a month after I got" implant, "I lost a little bit of weight", "and it seems like the device is protruding from the top portion". The patient stated when they lay on the rtm to charge the ins, they had a difficult time getting a connection. The patient said "I wonder if it's not level enough for it to get good enough reception". The patient also mentioned that since implant "the pain is getting worse, like I'm getting no relief from it" stating they felt like they were going backwards with therapy. The patient said they had an appointment with their healthcare professional (hcp) on the 25th. Repair noted the controller screen was jumbled; a replacement controller was sent to the patient. No further complications were reported/anticipated.